Manufacturer narrative:
Concomitant medical products: product type: programmer, patient. Product ID 3889-28, lot# va0ay16, implanted: (B)(6) 2014, product type: lead. Product type: programmer, patient.

Event description:
It was reported the patient lacked basic understanding of their patient programmer use. It was stated the patient had a loss of therapeutic effect and they were not feeling stimulation for a while. The patient noted ¿it was working before¿ but they had a few accidents around the time of report. Reportedly, patient¿s device was on 2.5 volts and they said they were going to increase it until they could feel it. It was later reported on (B)(6) 2015 that the patient was having night time incontinence still. The patient was getting benefit during the day. The patient has only increased stim and has not changed programs. It was recommended by the health care provider to change program. The patient was on program 1 at 3.6 v was walked through program change to 2 - 1.4. Additional information received on (B)(6) 2015 that patient experienced loss of bladder control, loss of bowel control and loss of therapeutic effect. It was stated that the neurostimulator device was not working. The patient had a return of symptoms urinary and fecal for the last month or two but it had being really bad the last few weeks. It was noted that patient had been in the hospital for the last couple of days with pneumonia. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that patient was in the rehab because he was recovering from pneumonia.